Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint that the truemetrix meter was not turning on when a test strip was inserted. Customer stated she obtained the truemetrix meter five months ago and that he battery has never been changed. During the call the truemetrix meter did not turn on by using the power button or when a test strip was inserted. Customer stated that she felt tingling in her head due to her diabetes; medical attention was not needed at the time of the call.